Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208 , s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release.

Manufacturer narrative:
Because the device remains implanted no additional investigations are possible at this time. The manufacturer attempted to retrieve additional information but none was provided to date. Based on the information available, it is not possible to draw a definitive root cause for the reported event. However, per the document review performed, no manufacturing deficiencies were identified with the perceval valve involved in the event. Given the medical judgment received confirming that there was no causal relationship between a large amount of platelet transfusion and perceval valve, the device can be excluded as a contributory cause to the event of postoperative thrombocytopenia. Thrombocytopenia (tcp) in cardiac surgery is a very well-known phenomenon. The etiology is multi-factorial due to multiple factors including hemodilution, blood loss with volume repletion with platelet-poor fluids, platelet activation, consumption and destruction due to contact with foreign surfaces. Tcp following aortic valve replacement (avr) is also a common phenomenon. Patient factors and prolonged extracorporeal circulation all being recognized predictors of tcp following cardiac surgery.

Event description:
See initial report.

Event description:
On (B)(6) 2020, a perceval valve pvs21 was indwelled with a midline incision on (B)(6) 2020, in combination with CABG(x2). The preoperative platelet count was 195,000. On the day of surgery, 20 units of platelets were transfused. On the same day, the patient underwent reopen-chest hemostasis. The day after the operation, the platelet count was 31,000. 20 units were transfused. On the 4th day after the operation, the platelet count was 22,000. 20 units were transfused. Seven days after the operation, the platelet count was 29,000. 20 units were transfused. The patient underwent multiple surgeries, including reopen-chest hemostasis and mediastinitis surgery, eventually transfusing a total of 150 units of platelets. This person has passed away of multiple organ failure (date unknown). The minimum platelet count is 8,000. Additional details obtained from the surgeon indicated the following: this patient had a lower extremity obstruction during surgery, so heparin was used. Therefore, the patient had bleeding and underwent reopen-chest. There was no causal relationship between a large amount of platelet transfusion and perceval valve.